Event description:
It was reported the patient experienced inadequate therapy with their drg system. Patient declined reprogramming. In turn, surgical intervention may occur to address the issue. The product investigation did not determine which lead was providing inadequate therapy.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 7424454; common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 7424461; common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 7424454.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the system was explanted to address the issue.